Event description:
Boston scientific received information that a patient reported redness and swelling at device site after receiving an appropriate shock. The patient was given antibiotics by his physician. Boston scientific was contacted for additional guidance in regards to normal reactions post-shock. The patient was told that each patient reacts differently. The boston scientific field representative was contacted in order to obtain additional information. The representative was unaware of the event and could not provide further information. The device remains in service. No additional adverse effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.